Manufacturer narrative:
Qn# (B)(4). A visual inspection of the returned device was conducted, and the following observations were made: received in tray, pusher not deployed, cutter not deployed, needle trigger retracted, re-tract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) ready to de-ploy, unsheathing pawl not engaged with suture spool, distal tip undamaged, suture unbuckled, shuttle not engaged with needle spool, suture ferrule in place, case right undamaged. The items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancy was observed: needle damaged: the needle tip is bent outward, and the needle is broken near the needle spool. Refer to dimensional inspection for additional detail. CT did not unsheathe. The needle was found to be broken at needle spool and approximately 37.4mm from the needle spool. The break interface of the broken needle is irregu-lar, and it is not possible to determine if there is any missing material to report. Any possible missing material is estimated to be less than 1 mm in length. Functional inspection was not per-formed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. Device history record investigation did not show issues related to complaint. The customer report of "devices did not leave an implant" was confirmed. Confirmation is based on the investigation results showing that the device CT did not unsheathe. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure mode(s): ul-needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error- unintentional- cannot determine. Ul-CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error- unintentional- cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "devices did not leave an implant in the prostate". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "devices did not leave an implant in the prostate". No patient injury or consequence reported. The patient's current condition is reported as "fine".